Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 clips are delivered across (scissored), and the system of safety (impossible to close the clip applier after the last clip) is also non-functional. Another device was used to complete the case. There was no consequence to the pt.